Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional analysis were performed on the returned device. The reported separation was confirmed. The reported difficulty removing the mandrel/stylet and protective sheath could not be replicated in a testing environment because the components were not returned. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty removing the mandrel/stylet and protective sheath; however, the reported failure to advance and shaft separation appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
The following additional information was received: resistance was felt during removal of the stylet/protective sheath from the nc trek balloon dilatation catheter, but there were no issues observed during preparation of the device prior to use. It was also confirmed that the catheter shaft separated during advancement. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the moderately calcified circumflex (cx) coronary artery. A 4.50 x 12 mm nc trek rx balloon dilatation catheter (bdc) was selected for post-dilatation. The bdc was advanced with resistance to the lesion and would not cross. Additionally, the balloon was reported to have fractured during the advancement to the lesion. The bdc was removed from the anatomy and replaced with an unspecified bdc in order to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.